Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer committed suicide. The customer was wearing the insulin pump at the time of death. The caller does not know what happened to the customer's insulin pump. The caller stated that the customer's insulin pump was removed right away so the customer could become an organ donor. The caller became very distraught and could not answer any more questions.